Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer was unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. It was further reported that the customer "fell down without breath and had a crisis almost without air". Customer had contact with a healthcare provider, and a reading of 21 mg/dl was obtained on an unspecified meter. Customer was diagnosed with hypoglycemia, and he was treated with glucose injection. There was no report of death or permanent injury associated with this event.

Event description:
Caller reported the customer was unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. It was further reported that the customer "fell down without breath and had a crisis almost without air". Customer had contact with a healthcare provider, and a reading of 21 mg/dl was obtained on an unspecified meter. Customer was diagnosed with hypoglycemia, and he was treated with glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the freestyle insulinx meter. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. A tripped trend review was completed for the reported complaint and freestyle insulinx meter, and the review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed.